Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade fractured and slightly lifted and the upper jaw damaged. The jaws were found attached to the instrument. In addition no pieces were found missing under microscope inspection. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopically assisted supracervical hysterectomy procedure, the blade was broken but could be removed. No further information is available. No patient consequences reported. Procedure was completed with same like device. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.